Event description:
During a laparoscopic cholecystectomy procedure, 20 minutes into the procedure the camera started to act up; colors darkened; picture fuzzied. The visibility of the picture was very poor and the surgeon decided to convert to open surgery. The cholecystectomy went well.